Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd syringe the syringe was damaged or broken. The following information was provided by the initial reporter and translated to english. The customer stated: "a disposable sterile syringe was used to dispense patients with coronary heart disease. It was found the needle tube was broken. The syringe was replaced in time without causing injury."

Manufacturer narrative:
Investigation results: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.